Manufacturer narrative:
The report from the field indicated that after the stent delivery system was in the patient, but prior to deployment, the physician noticed communication between the guidewire port and balloon port. The product was clinically used, and the report indicated that there was no patient injury. Additional information will be submitted within 30 days upon receipt.

Event description:
Stent delivery system leaked.